Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The logs showed the ilet entered bg-run mode on (B)(6) 2025 and continued into the evening of (B)(6) 2025 when the sensor connected and ilet therapy restarted. The reported ble communications alert 60 was resolved automatically in 10 minutes. This alert occurred after the hyperglycemic event at approximately 6:30 pm of (B)(6) 2025. The log also showed multiple sensor calibration and offline errors which resulted in the ilet entering bg-run mode. The caregiver did enter manual bgs except between 5-10 am on (B)(6) 2025, leading to insulin dosing suspension. A bg of 500 mg/dl was entered at 10 am, restarting bg-run mode until the sensor connected that evening at 6:30 pm. The cgm related issues that occurred contributed to this hyperglycemic event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient's caregiver reported that the patient experienced a hyperglycemic event with vomiting the prior night (on (B)(6) 2025) and a cgm bg >400 mg/dl. It was also reported that the sensor lost connection and dosing stopped overnight while the patient was asleep. The caregiver reported an ilet alert 60, for ble communication. The caregiver indicated they could not get the sensor to connect. The patient was driven by the caregiver to the ER where a bg of 510 mg/dl was measured with mild dka. At the ER, the patient was treated with insulin and fluids and their bgs came back into range. The patient was expected to be discharged the following day and will reconnect to the ilet.